Event description:
After successful transapical deployment of a 29mm sapien xt valve, tee revealed moderate paravalvular leak (pvl). Post dilation was performed twice each time with an additional 1cc of contrast but the pvl did not diminish. A decision was made to close the pvl with an 8mm amplatzer vascular plug. Tee revealed that the pvl was reduced to mild. The patient was transferred to the unit in stable condition. Per report, the pvl was caused by a heavily calcified native valve not allowing a good seal with the sapien xt. The native aortic annular diameter measured 25.4mm by 28.2mm with and area of 618.6mm2. The native aortic annulus and leaflets were severely calcified and the aortic root was not calcified.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the pvl was attributed to a heavily calcified native valve not allowing a good seal between the native annulus and the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.